Event description:
Later healthcare professional reported "textured". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "implant exchange from textured to smooth due to the patients concerns with the product and a capsular contracture ... Baker grade(s) unknown". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade(s) unknown.

Event description:
Healthcare professional reported "implant exchange from textured to smooth due to the patients concerns with the product and a capsular contracture on an unknown side(s), baker grade(s) unknown". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b2, b5, h6.

Event description:
Healthcare professional later confirmed that "patient did not end up having a capsule contracture."